Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. It was reported the patient had a bleeding rash. There was no alleged device malfunction contributing to the irritation. It was reported a medical engineer treated the irritation. Follow up indicated the irritation improved. Reporting out of abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a japanese patient developed a skin irritation. It was reported the patient had a bleeding rash. There was no alleged device malfunction contributing to the irritation. It was reported a medical engineer treated the irritation. Follow up indicated the irritation improved. Reporting out of abundance of caution. Supplemental report 9/29/2021: submitting report to correct section g4.